Event description:
An infusion set leaked during use at a user facility. The healthcare professional who reported the incident claimed that medication leaked onto themselves and their clothing. There is no report of injury.